Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the mcs instrument tube extension was cracked at the proximal clevis interface. The clevis was found to be dislodged from tube extension. Engineering concluded that the tube extension cracked due to excessive side loading. Instrument passed electrical continuity test. Engineering also found scratches on the surface of the distal pulley. Additional observation not reported by site was main tube damage. Engineering found a crack on the main tube close to the extension tube side. The crack measured roughly about 0.508. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si myomectomy procedure, the customer noted that the orange sleeve expanded and kinked. No patient harm, adverse outcome or injury was reported.